Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. No damages or defects were noted to the formed needle, adhesive pad, or bottom housing that may cause pain or irritation at the infusion site. The exact cause of the reported events could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was damaged. It could not be determined how or when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 288 mg/dl while wearing the pod between 1 and 4 hours, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.